Event description:
At about 3 weeks from the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 2108933: 99 items manufactured and released on 16-sep-2021. Expiration date: 2026-09-02. No anomalies found related to the problem. To date, 36 items of the same lot have been sold with no similar reported case during the period of review.